Event description:
Device stopped coagulating tissue 11/2 hrs into a open colon resection procedure. While sealing the descending colon vessel, the surgeon pre-clamped, sealed the vessel then cut. The surgeon sutured the vessel to stop bleeding and effect a seal. No pt harm was reported.

Manufacturer narrative:
Two devices were received for analysis with no indication which was involved with the incident. Both were evaluated. Could not confirm the device complaint on either. Both devices activated to the correct generator default setting, coagulate and cut to MFR specification with no problems noted.